Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was rejecting the batteries and it make labored sound, motor error as well as buttons were less responsive. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. The test battery was removed and reinserted with no failed battery test alarm noted. No drive/motor anomaly, motor error alarm or unexpected motor noise anomaly noted. The motor was tested outside of the device and passed. Device was monitored for one day. No unexpected low battery alarm noted. Device had intermittent button response on the esc, act and down arrow buttons due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly no cracked battery tube threads noted. Device had a broken belt clip slot near the battery compartment. Device also had minor scratched display window, cracked display window, cracked case at display window corner, scratched reservoir tube window and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).